Manufacturer narrative:
Additional information: g3, h2, h3, h6. Based on the information provided to abbott and the submitted logs/images, the occurrence of the reported event has been confirmed. The logs indicate that no power was delivered on multiple occasions. The logs also show that at 3:40 pm, the power was working on the unit. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. It could not be conclusively determined whether the power issue and subsequent procedure cancellation was caused by the ampere or an external device.

Event description:
Two hours after starting a procedure, it was noted that the generator was not delivering any power. The generator was reset and the issue was resolved. When this was encountered, the physician wondered if power was delivered during the previous case. When the parameters of the last case were reviewed, it was confirmed that there wasn't any power delivered at any time during the 61 ablations that were automarked, which means the whole first case was meaningless. During the first procedure, there were no issues noted with the generator and no error messages. No one noticed if the power was going up or down on the generator screen. At the beginning of the procedure the arrhythmia was easily inducible (avnrt) and at the end of the case they were unable to reinduce the arrhythmia.